Event description:
Additional information indicated a lead revision procedure was performed. This lead was surgically capped due to the out of range impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements greater than 2000 ohms. Technical services (ts) recommended performing an x-ray to evaluate the integrity of the lead. Additional information has been requested; however, no further information is currently available.